Event description:
It was reported that the right ventricular svc coil had high impedance that triggered a patient alert. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (B)(6) 2011; 6940 implantable pacing lead (B)(6) 1999. (B)(4).